Manufacturer narrative:
The data files and balloon catheter, 2af284 with lot number 75187 were returned and analyzed. The data files showed at least 2 applications were performed with the returned balloon catheter on the date of the event. Also, the data files showed 8 applications were performed with a different balloon catheter on the date of the event. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issues. The catheter passed the performance test, but the inflation showed the kink on the guide wire lumen under the balloon segment, dissection showed a guide wire lumen kink at 0.99 inches from the tip inside the balloon. In conclusion, the reported kink issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the guide wire lumen of the balloon catheter was bent. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.